Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons.

Event description:
On (B)(6) 2013, patient's wife reported the up button on the infusion device does not function and the metal base-plate is visible. The button failure started as an intermittent issue 6 months ago but is now constant. Patient boluses 3 times per day and has used this infusion device for almost 6 years. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.